Event description:
It was observed during device evaluation that the colonovideoscope had foreign material inside the connecting tube. There was no patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for a unspecified foreign material on the insertion tube of the insertion section could not be determined since whether reprocessing was practiced in accordance with instructions for use was unknown, and the foreign material residue point was confirmed to be free from deformation (no physical damage). The event can be detected and prevented by following the instructions for use which state: instructions for cf-ez1500dl/I, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for cf-ez1500dl/I, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.